Event description:
The patient was implanted with a left ventricular assist device. It was reported by the surgeon that while the patient was connected to the power base unit (pbu) via the y lead, the pbu stopped and alarmed. The system monitor did not display any information and the ac fail light was illuminated. The patient was placed on a back up pbu with no further issues.

Manufacturer narrative:
The patient remains ongoing on lvad support. The manufacturer is attempting to obtain the device for further evaluation. No further information is available at this time.